Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 2.5mm coupler disassembled during use. The event was further described as "implant has slipped out of the wings". There was no report of patient injury or medical intervention associated with this event. No additional information is available.